Event description:
It was reported that the patient presented to the ER for device change out. During dft testing it was suspected that the lead caused a short in the shock and damaged the competitor ICD. All electrical measurements were normal. The lead was capped.

Manufacturer narrative:
No medwatch form was received.